Event description:
Note: this report pertains to one of two devices that failed during the same procedure. Refer to manufacturer report number 3005099803-2022-05630 for the first trapezoid rx basket and 3005099803-2022-05634 for the second trapezoid rx basket. It was reported to boston scientific corporation that two trapezoid rx baskets were used on an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During unpacking of the first trapezoid rx basket, the thumb ring broke. A second trapezoid rx basket was opened. However, when attempting to crush a 1.5 cm stone with an alliance handle, the handle cannula broke. The stone was shaken off the basket in the biliary tract and the basket was removed. A third trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name: (B)(6) block h2: correction: block d4 lot number block h6: device code a0401 captures the reportable event of handle cannula break block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that the handle cannula was detached and the internal wires including the handle cannula returned outside the device. A photo provided by the customer showed the device with the handle cannula detached, and the internal wires are completely outside. The reported event was confirmed. Based on all available information, it was determined that the most likely cause is attributable to the supplier of the screws. Due to the condition of the screws, the proper fastening is not given (even if the screws had the appropriate depth), so the force applied when activating the device causes the detachment of the handle cannula leaving slight drag marks of the screws on it. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in progress to address the deficiency with the supplier.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6). (B)(4).

Event description:
Note: this report pertains to one of two devices that failed during the same procedure. Refer to manufacturer report number 3005099803-2022-05630 for the first trapezoid rx basket for the second trapezoid rx basket. It was reported to boston scientific corporation that two trapezoid rx baskets were used on an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During unpacking of the first trapezoid rx basket, the thumb ring broke. A second trapezoid rx basket was opened. However, when attempting to crush a 1.5 cm stone with an alliance handle, the handle cannula broke. The stone was shaken off the basket in the biliary tract and the basket was removed. A third trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.